Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm did not command motor movement (pump error 130). Customer's blood glucose at time of incident was 5.3mmol/l. The customer stated this happened several times. Customer does not trust pump anymore. Customer was advised to return the pump for analysis and will be replaced by tnt.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The motor was tested outside of the unit and passed. No unexpected hall sensor error alarms noted during our testing. The insulin pump was received with scratched casing, minor scratches on the lcd window and pillowing keypad overlay.